Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery on (B)(6) 2013, one of the screw heads came loose from the bone screw during placement on level l4. It was also reported, when the surgeon tried to change the direction of the screw, the tip of the holding sleeve broke off. No further information is available at this time. This is 1 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Implant date was reported as (B)(6) 2013. Explant date was reported as (B)(6) 2013. A manufacturing evaluation was performed and states the following: body/sleeve is designed to disassemble and re-assemble to screw. With product assembled and in its manufactured condition the thread (screw), internal spherical diameter (collet) and external spherical diameter (screw) cannot be measured, also the raw material cannot be measured on collet because it is assembled. Complaint is invalid from a manufacturing perspective. Further, a review of the device history records (DHR) was performed and it was reported: the DHR review found no discrepancies noted that would be associated with this complaint.

Event description:
This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records (DHR) has been requested.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The body/collet came loose from screw during surgery; however, the received product does not appear to exhibit the loose condition since it was received assembled. The thread is approximately 80% peeled from the screw. The sd25 face has nicks and scratches with visible damage to the form. All described nonconformities are post manufacturing. Additional device added to reported event. Total number of reports changed from 2 to 3 reports. Manufacturer should be synthes (B)(4).

Event description:
This is 1 of 3 reports for the same event, complaint # (B)(4).